Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the connection between the catheter and the mac loc system on a ultrathane mac-loc locking loop multipurpose drainage catheter is leaking. This urine leak occurs after the patient's have been sent home. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. To date, additional information has been requested but has not been received.

Manufacturer narrative:
A2 - patient age: ni. A4 - patient weight ni. H6: results code: (4210) leakage/seal conclusion code: (25) cause traced to manufacturing. Investigation /evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device showed a used mac-loc in the unlocked position with no damage noted to the surface of the catheter but biological matter was present on the distal side port of the returned device. The suture string of the device was found to be within the mac-loc catheter. A tug and twist test of the device passed successfully. There were more than two threads visible on the hub of the catheter. A leak test was performed and confirmed leakage at the connection between the connector cap and tubing. During an attempt to remove the connector cap from the hub the suture thread of the device broke which prevented dimensional testing to be performed on the diameter of the catheter flare and connector caps distal internal diameter. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were ten relevant complaints, all from the same customer with the same lot and same failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a root cause could be a manufacturing error, in which too many threads on the adapter were showing. This can be attributed to manufacturing error. Root causes have been attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing and an inconsistent flaring process. The operator and production department were contacted and the operator was retrained on this process. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.